Manufacturer narrative:
This device will not be analyzed as the problem with infection is already known.

Event description:
It was reported that this electrode was explanted due to infection. No additional adverse events were reported.